Manufacturer narrative:
An event of perivalvular leak and patient effects of dyspnea, angina were reported. Information from the field indicated that a post-implant balloon valvuloplasty was done with a 25mm non-abbott balloon due to mild to moderate perivalvular leak (pvl). The valve was implanted at a depth of non-coronary cusp (ncc) was 5.28mm and left-coronary cusp (ncc) was 4.15mm. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported perivalvular leak could not be conclusively determined. It is possible that procedural factors (implant depth) and/or patient condition (calcification) contributed to the reported event; however, this cannot be confirmed. The reported patient effects were treated by the prescribed medication were resolved; the reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The patient's hemoglobin/platelets prior to implant procedure was 14.6g/dl/200 k/mcl. During procedure, the activated clotting levels were 286s and heparin was given. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. A post-implant balloon valvuloplasty was done with a 25mm non-abbott balloon due to mild to moderate perivalvular leak (pvl). The final implant depth at non-coronary cusp (ncc) was 5.28mm and left-coronary cusp (ncc) was 4.15mm. After the procedure, the patient had a thrombocytopenia with platelet 136k/mcl on (B)(6) 2025. On (B)(6) 2025, the patient had a right groin bleeding and the platelet was 133k/mcl. On (B)(6) 2025, the patient had a episode of chest pressure and shortness of breath and medications were given. The physician mentioned the cause of the patient's thrombocytopenia was procedural blood loss. The patient was reported discharged.